Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Post PICC placement, after dressing placed, patient experienced redness, flushing and shortness of breath. Received oxygen by nasal canula for approximately five minutes. Reaction resolved. Chg was not used to clean the wound site after the PICC was placed. A biopatch was used. This same patient had an incident of 10/10 pain directly after a previous PICC was placed, three days prior to this event. A file will be opened for the pain incident.